Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. Customer's blood glucose level was 150 mg/dl. Customer reported that the needle was hard to remove during insertion. The insulin pump will be returned for analysis.